Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the pc board was defective. Additional malfunctions include the poppet for the solenoid had a foreign substance.